Manufacturer narrative:
Based on the information provided, no conclusion can be made as to the degree to which the mesh implant may have caused or contributed to the alleged patient outcome. In follow up it is indicated that the patient has been treated for her symptoms and there is a possibility of exploratory surgery. However, the treatment type was not provided, nor was a definitive date of surgery. At this time no conclusion can be made. This is an addendum to the initial emdr to document additional information provided. As reported a portion of the mesh was explanted and there was noted inflammation in the area of the implant. The contact reports the possibility of additional surgery in the future to explant the mesh. Based on the additional information provided, there are no changes to the initial report, no conclusion can be made. A review of the manufacturing records was performed and found that the lot was manufactured to specification. As reported a portion of the mesh was removed during the exploratory procedure as such we have identified (B)(6) 2019 as the event and explant date. Addendum: this is an addendum to the supplemental emdr to report the explant date and additional event information provided. As reported, about 10 months after the first exploratory procedure, the patient had severe chronic abdominal pain and underwent complete explant of the ventralight st mesh. Based on the additional information provided, no conclusion can be made. Seroma and inflammation are known inherent risks of surgery and are listed in the adverse reactions section of the instructions for use, supplied with the device as possible complications. Updated fields: b4, b5, b6, g1, g3, g6, h2, h3, h6, h10. This supplemental emdr represents the ventralight st mesh (device #1). An additional emdr was submitted to represent the phasix st (device #2). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned - device explanted.

Event description:
The following was reported via maude event report (mw5088685): "mesh implant bard ventralight st (07/10/2018). Had seroma post operative complication right away, also abdominal pain, persist ever since surgery implant, a year later still pain.". The following was reported in follow up with the contact: the contact report the implant was to repair a ventral hernia and states, "the treatment plan has varied into a long journey of many different doctors, the next and possibly final step is a exploratory surgery.". Addendum: the contact reports that the patient has had "chronic post operative pain continuously for a year and half, after seeing many physicians (specialists). The patient decided to have exploratory surgery with "the intention to remove some sample of the existing mesh and send it out to be tested." On (B)(6) 2019 the patient underwent exploratory surgery and a portion of the mesh was explanted. As reported the results show inflammation in the area of the mesh implant. "The chronic pain has not resolved, the next step would be to remove this existing mesh.". Addendum per additional information: as reported per contact: the implanted ventralight st mesh was removed, "it caused severe fibrosis of the abdominal muscle, and non-stop chronic abdominal pain for two years and two months. The contact alleges per the pathology report (not provided) "it also caused (fbr) severe inflammation and other pathological findings. The date of removal was (B)(6) 2020, and was replaced with a phasix st.".

Manufacturer narrative:
Based on the information provided, no conclusion can be made as to the degree to which the mesh implant may have caused or contributed to the alleged patient outcome. In follow up it is indicated that the patient has been treated for her symptoms and there is a possibility of exploratory surgery. However, the treatment type was not provided, nor was a definitive date of surgery. At this time no conclusion can be made. This is an addendum to the initial emdr to document additional information provided. As reported a portion of the mesh was explanted and there was noted inflammation in the area of the implant. The contact reports the possibility of additional surgery in the future to explant the mesh. Based on the additional information provided, there are no changes to the initial report, no conclusion can be made. A review of the manufacturing records was performed and found that the lot was manufactured to specification. As reported a portion of the mesh was removed during the exploratory procedure as such we have identified (B)(6) 2019 as the event and explant date. Addendum: this is an addendum to the supplemental emdr to report the explant date and additional event information provided. As reported, about 10 months after the first exploratory procedure, the patient had severe chronic abdominal pain and underwent complete explant of the ventralight st mesh. Based on the additional information provided, no conclusion can be made. Seroma and inflammation are known inherent risks of surgery and are listed in the adverse reactions section of the instructions for use, supplied with the device as possible complications. This supplemental emdr represents the ventralight st mesh (device #1). An additional emdr was submitted to represent the phasix st (device #2). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Addendum: this is an addendum to the supplemental emdr to report the patient dob and additional event information (pathology report date, explant surgery details) provided. This supplemental emdr represents the ventralight st mesh (device #1). An additional supplemental emdr was submitted to represent the phasix st (device #2). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned - device explanted.

Event description:
The following was reported via maude event report (mw5088685): "mesh implant bard ventralight st ((B)(6) 2018). Had seroma post operative complication right away, also abdominal pain, persist ever since surgery implant, a year later still pain." The following was reported in follow up with the contact: the contact report the implant was to repair a ventral hernia and states, "the treatment plan has varied into a long journey of many different doctors, the next and possibly final step is a exploratory surgery." Addendum: the contact reports that the patient has had "chronic post operative pain continuously for a year and half, after seeing many physicians (specialists). The patient decided to have exploratory surgery with "the intention to remove some sample of the existing mesh and send it out to be tested." On (B)(6) 2019 the patient underwent exploratory surgery and a portion of the mesh was explanted. As reported the results show inflammation in the area of the mesh implant. "The chronic pain has not resolved, the next step would be to remove this existing mesh." Addendum per additional information: as reported per contact: the implanted ventralight st mesh (device #1) was removed, "it caused severe fibrosis of the abdominal muscle, and non-stop chronic abdominal pain for two years and two months. The contact alleges per the pathology report (not provided) "it also caused (fbr) severe inflammation and other pathological findings. The date of removal was (B)(6) 2020, and was replaced with a phasix st (device #2)." Addendum per medical records: on (B)(6) 2018 the patient was diagnosed with multiple umbilical hernias, rectus diastasis and underwent a robotic repair with implant of a ventralight st mesh (device #1). She was confirmed with elevated antiphospholipid and ana antibodies and was suspected to have an allergy to the mesh. On (B)(6) 2019 the patient underwent a laparoscopy with lysis of extensive omental adhesions and a biopsy of the ventralight st mesh (device #1). The following year on (B)(6) 2020 the patient underwent a two-part procedure including a pinniculectomy, removal of the ventralight st mesh (device #1), lysis of omental adhesions and replacement of mesh with implant of a phasix st mesh (device #2). Per the operative findings, ¿an intact ventralight st mesh (device #1) with some fibrosis. There was definitely omentum adhesed to the ventralight st mesh (device #1). No evidence of infection.¿

Event description:
The following was reported via maude event report (mw5088685): "mesh implant bard ventralight st (07/10/2018). Had seroma post operative complication right away, also abdominal pain, persist ever since surgery implant, a year later still pain." The following was reported in follow up with the contact: the contact report the implant was to repair a ventral hernia and states, "the treatment plan has varied into a long journey of many different doctors, the next and possibly final step is a exploratory surgery." Addendum: the contact reports that the patient has had "chronic post operative pain continuously for a year and half, after seeing many physicians (specialists). The patient decided to have exploratory surgery with "the intention to remove some sample of the existing mesh and send it out to be tested." On (B)(6) 2019 the patient underwent exploratory surgery and a portion of the mesh was explanted. As reported the results show inflammation in the area of the mesh implant. "The chronic pain has not resolved, the next step would be to remove this existing mesh."

Manufacturer narrative:
Based on the information provided, no conclusion can be made as to the degree to which the mesh implant may have caused or contributed to the alleged patient outcome. In follow up it is indicated that the patient has been treated for her symptoms and there is a possibility of exploratory surgery. However, the treatment type was not provided, nor was a definitive date of surgery. At this time no conclusion can be made. Should additional information be provided, a supplemental emdr will be submitted. This is an addendum to the initial emdr to document additional information provided. As reported a portion of the mesh was explanted and there was noted inflammation in the area of the implant. The contact reports the possibility of additional surgery in the future to explant the mesh. Based on the additional information provided, there are no changes to the initial report, no conclusion can be made. A review of the manufacturing records was performed and found that the lot was manufactured to specification. As reported a portion of the mesh was removed during the exploratory procedure as such we have identified 11/25/2019 as the event and explant date. Should additional information be provided, a supplemental emdr will be submitted. Updated fields: b3, b4, b5, d7, g4, g7, h2, h6, h10.

Manufacturer narrative:
Based on the information provided, no conclusion can be made as to the degree to which the mesh implant may have caused or contributed to the alleged patient outcome. In follow up it is indicated that the patient has been treated for her symptoms and there is a possibility of exploratory surgery. However, the treatment type was not provided, nor was a definitive date of surgery. At this time no conclusion can be made. Should additional information be provided, a supplemental emdr will be submitted. Remains implanted.

Event description:
The following was reported via maude event report (mw5088685): "mesh implant bard ventralight st ((B)(6) 2018). Had seroma post operative complication right away, also abdominal pain, persist ever since surgery implant, a year later still pain." The following was reported in follow up with the contact: the contact report the implant was to repair a ventral hernia and states, "the treatment plan has varied into a long journey of many different doctors, the next and possibly final step is a exploratory surgery."